Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the yellow o-ring was visible at the battery cap at the time of power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed a pump reboot related to a cartridge change, and another pump reboot related to clearing an eaw 128 replace battery alarm. The battery compartment was found to be cracked, and the battery compartment threads were damaged. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The battery cap was unable to fully secure onto the pump. The pump powered on successfully with the test battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.